Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the battery was defective. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery pack failed to charge. The device was not in use when the fault occurred; therefore, there was no patient involvement.